Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to submental using the coolmini, on (B)(6) 2018 to left lower abdomen using the cooladvantage+, coolcore contour, on (B)(6) 2018 to left upper abdomen and right lower abdomen using the cooladvantage+, coolcore contour, and on (B)(6) 2018 to right upper abdomen using the cooladvantage+, coolcore contour, who developed paradoxical hyperplasia (pah/ph) on upper and lower abdomen after treatment, diagnosed on (B)(6) 2019. Tissue was described as "firm and rubbery" and there was a "difference compared to surrounding tissue" with noticeable visible enlargement. Patient noticed bloating several months after treatment. Patient had lipo surgery to treat the original pah. On (B)(6) 2020, a physician reported "a re-occurrence of ph".

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to submental using the coolmini, on (B)(6) 2018 to left lower abdomen using the cooladvantage+, coolcore contour, on (B)(6) 2018 to left upper abdomen and right lower abdomen using the cooladvantage+, coolcore contour, and on (B)(6) 2018 to right upper abdomen using the cooladvantage+, coolcore contour, who developed paradoxical hyperplasia (pah/ph) on upper and lower abdomen after treatment, diagnosed on (B)(6)2019. Tissue was described as "firm and rubbery" and there was a "difference compared to surrounding tissue" with noticeable visible enlargement. Patient noticed bloating several months after treatment. Patient had lipo surgery to treat the original pah. On (B)(6) 2020, a physician reported "a re-occurrence of ph".